Event description:
The customer reported that the vertical column did not go up or down and they could not get the system to x-ray without the key switch. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the key switch. The system operates as intended.